Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter (aus) device after previously having a sling device. No further information was reported.